Manufacturer narrative:
A5: ethnicity: australian. A6: race: australian. E3: occupation: interventional radiologist. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that a 7 french procedural sheath could not access the vessel with the 8 french angio-seal arteriotomy locator. Access was right femoral artery. They upsized to an 8 french procedural sheath, used the same angio-seal; however, encountered some resistance. The anchor and collagen plug were deployed; however, the site would not stop bleeding. On ultrasound (u/s) the anchor and collagen plug seemed to be intraarterial and flapping against the vessel wall. Manual compression was applied. A computerized tomography (CT) showed both components in the vessel lumen. The next day, arterial vessel cutdown was performed in the operating theatre (ot) and both components were successfully retrieved. The product sticker on the patient case sheet showed a 6 french angio-seal was selected for a 7 french and then an 8 french procedural sheath. The instructions for use (IFU) recommends an 8 french angio-seal for these sizes of procedural sheaths. There was no permanent or life-threatening injury to the patient. Intervention to prevent permanent injury was performed. The procedure was completed successfully. Additional information was received on 05dec2024: the procedure performed for the patient prior to use of the angio-seal was p-d embolization. There were difficulties with arterial access, sheath, guidewire, or catheter insertion. No pre-deployment angiogram was performed. The blood loss was less than 250cc's. No equipment or other devices were used with the angio-seal. The puncture site was not at or below the level of the common femoral artery bifurcation. Some plaque was noted proximal to the access site. Distal pulses were present.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide a correction to section g3. The date on the initial MDR should have been 12/03/2024. The report is to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint could be confirmed for collagen deposition into the artery. The exact root cause could not be determined. The likely cause was determined to have been a positioning issue leading of the anchor and collagen to be over inserted into the vessel during device deployment. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode an effects analysis (fmea)/hazard based risk table (hbrt).